Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm system (s/n:(B)(4)) did not display the input temperature but the system will still go into run mode when the standby/run button is pressed. The system was restarted but the issue was not resolved. No patient involvement. No other information was provided.